Manufacturer narrative:
During inspection and testing, service found the adhesive on the objective lens was peeling. A review of the device history record found no deviations that could have caused or contributed to the adhesive peeling. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeling was caused by stress of repeated use, external factors, or handling. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (foggy image) was not confirmed during testing. In addition, service found the insertion tube was damaged due to physical stress, the adhesive on the bending section cover was damaged due to chemical/physical stress, the connector was damaged due to handling, the unique device identifier label was inadequate, and the control section was damaged due to handling and chemical stress during cleaning. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the image from the subject device was foggy. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the objective lens was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive on objective lens). There was no harm or user injury reported due to the event.